Manufacturer narrative:
Citation: veulemans v et al. Novel insights on outcome in horizontal aorta with self-expandable new-generation transcatheter aortic valve replacement devices. Catheter cardiovasc interv. 2020 may 6. Doi: 10.1002/ccd.28961. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of horizontal aortas with implant of self-expandable transcatheter aortic valves. All data were collected retrospectively from a single center between december 2014 and may 2019. The study population included 466 patients (patient demographics not provided), all of whom were implanted with either a medtronic evolut r (n=430) or an evolut pro (n=36) bioprosthetic valve (no serial numbers provided). Among all patients, a total of nine deaths occurred with two of those occurring during the procedure. No further details were provided on these deaths. Based on the available information medtronic product may have been associated with the death(s). Among all patients, adverse events included: stroke, coronary obstruction, peripheral vascular complications, major/disabling bleeding, valve embolization, second valve implant, moderate to severe aortic regurgitation (ar), conduction disturbances, sepsis, renal failure, permanent pacemaker implant, and complications requiring cardiopulmonary resuscitation (CPR), increased hospitalization or intensive care unit (ICU) stay . Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.